Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple cubies in the system had failed. A field service engineer (fse) disassembled and reassembled the inside of the drawer, finding no issues. The fse then reseated all connections on the back of the drawer and replaced the retractor band cable due to wear. The drawer was tested and found to be working great. The customer logged in and confirmed that everything was functioning correctly. A general preventative maintenance (pm) was performed on the machine. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, it had a multiple failed cubies. The customer reported that issue occurred when dispensing medications to the patient. There were no adverse events or injuries reported based on this event.